Event description:
Customer was reporting issues with the sensor. Customer also reported she was experiencing high blood glucose of 440 mg/dl. Troubleshooting for the sensor was performed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2015-01453.